Manufacturer narrative:
Unit was powered on using the appropriate test equipment and it failed functional testing by turning itself on and off when the power cord was moved or jiggled near the strain relief. A kink was observed near the strain relief located at base of mdu. After troubleshooting, the cause of error was observed to be a defective power cord assembly. It was determined that the power cord has a shorted or open internal wire. Motor and hall board were tested and passed functional testing. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord.

Event description:
It was reported the powermax elite mdu hand control turns on by itself. No patient injury or complications were reported.